Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. The patient was treated with intraperitoneal (ip) cefapime and ip vancomycin (doses, frequencies and durations not reported) for the peritonitis event. The patient was discharged 11 days after hospital admission. At the time of this report, the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.